Event description:
A pt family member reported that her (B)(6) son continues to experience a great deal of fluctuation in his functioning. He had a vp shunt implanted, but the shunt broke after a couple of months and had to be replaced. The patient's balance was compromised after the revision surgery. Multiple pressure level adjustments were conducted due to the patient's symptoms. On (B)(6), 2009, it was noticed that the peritoneal catheter had detached and migrated into the pelvic region. The surgeon recommended leaving the catheter implanted as the surgical removal risks outweighed the risk of leaving the device implanted.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided.